Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a low blood glucose. Customer¿s low blood glucose was 45 mg/dl. Customer¿s blood glucose value was 279 mg/dl at the time of incident. Customer¿s current blood glucose value was 350 mg/dl. Customer had a symptom like muscles that ache. Customer treated with food for low blood glucose. Customer treated with bolus for high blood glucose. The customer declined troubleshooting for low and high blood glucose. Customer also stated that the piece above the screen was came off. The product will return for analysis.

Manufacturer narrative:
The insulin pump passed the rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with missing display window cover .